Manufacturer narrative:
Device received with missing keypad overlay. Device also received with intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the keypad cover came off and so tried to align back up and cant get it to where the keys can work. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.